Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was showing a sensor reading of 2.4 mmol/l and the insulin pump suspended but the blood glucose reading was 33 mmol/l. The customer did not experience any hyperglycemia symptoms. Customer was advised to try different meters and almost had the same result. Customer did not receive any alarms on the insulin pump. The customer stated the meters may not be accurate and declined to treat for high blood glucose as she was unsure of the blood glucose level. Customer was unable to troubleshoot due to being in a rush to go to the hospital. Customer was advised to call back to troubleshoot.